Event description:
A us distributor reported that an electrode belt was displaying a service code 204.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204) was isolated a physically damaged j702 component in the dn pca. The root cause for damaged dn was physical abuse. There was no adverse event that resulted from the damaged belt.